Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on communication with the reporter regarding their occupation.

Manufacturer narrative:
An olympus technical assistance representative advised the customer to remove the endoscope reprocessor from service. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer initially reported the endoscope reprocessor had an e21 "air is not purged through scope channels" error. An olympus field service engineer (fse) assisted the customer in resolving the issue by reattaching the air filter and draining the air from the water lines. After the issue was resolved, the customer found the grey scope connector in the tub of the endoscope reprocessor was broken. It is unknown when the connector broke. This report is being submitted to record the broken connector. There was no patient harm or impact to patient care reported for this event.